Manufacturer narrative:
The pod arrived fully deployed, with corrosion on the bottom battery visible through the housing. Download data showed no indications of timeouts or drive stalls occurring during the device's operation. The device failed the fluid path test, as a tear in the unexposed portion of the soft cannula prevented fluid from freely passing through the complete path. This tear prevented the device from properly delivering insulin to the user.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient changed the pod.